Event description:
It was reported that when using the bd pyxis¿ medstation¿ es remote manager was not unlatching and latching properly. The customer reported that when accessing a medication from the refrigerator, had to lift up on the door to get the remote manager to unlatch. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, catalog, model, unique device identifier and manufacturer date not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that remote manager door was not opening consistently, where attempts to access it resulted in a single latch click followed by immediate re locking. A field service engineer (fse) confirmed proper door alignment with no mechanical obstruction, suggesting a sensor related issue. Multiple access attempts showed the latch sensor was prematurely detecting the door as open, cutting power to the solenoid. Internal inspection found all sensor switch connections secure; however, a possible contact issue at the remote manager controller board was suspected. After re seating the controller board connector and manipulating the cable harness during repeated access attempts, the remote manager began functioning normally and the issue could no longer be reproduced. Final validation was completed by running diagnostics and having the customer successfully access the remote manager using their login. The system functioned as intended after the field service engineer repaired the device.